Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Checked 10pcs retention samples for visual inspection and clog test, both of the tests passed. Clog test and visual inspection were conducted on 8pcs return samples and all no failure found. It can be observed the one defect product cannula was bent at the bottom of the np end, this may caused by improper assemble to the cartridge. Base on investigation above, the certain cause cannot be concluded at the moment. Investigation conclusion: based on the investigation above, the certain cause cannot be concluded at the moment. However, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation, the certain cause cannot be concluded at the moment. Rationale: according to dfema 149rmn-0004-03, the severity of cannula clog is moderate(s3), the severity of user notice the needle bent is limited (s2), so the overall severity is s3. Both of the actual occurrence of pen needle bent and needle clog complaint rate of pen needle clog is o1 since from 2017. According to CPR-028, the risk level is low, no need to open CAPA.

Event description:
It was reported that before use of the pen needle 32gx4mm 14 pack there was an issue with foreign matter in the tip of the needle clogging the fluid path. The following information was provided by the initial reporter: it's noticed that foreign matter on the np site (the connection site between the injection pen and the bottom of the cannula), which result in flow occluded during priming.